Event description:
A pt reported blood glucose results of 111mg/dl and 149mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also mentioned that the button of the test strips were wider than the top of the strips. Pt was unable/unwilling to answer if the test strips had been opened longer than three months. Customer service sent pt a new vial of test strips. Based on the info provided, this case is being reported as a strip malfunction.